Event description:
A customer technical advocate (cta) was contacted with regard to hematology results questioned by a physician. A venous specimen drawn on a patient was tested using a cell-dyn 1800 analyzer 3 times yielding the following results; wbc=3.7, 2.7, 3.9 k/ul; hgb= 7.5, 5.8, 7.8 g/dl and plt=7 with uri flag, 16, 15 k/ul. The specimen was sent to another facility (hospital) for further testing, obtaining the following results: wbc=8.6 k/ul, hgb=10.6 g/dl and plt=278 k/ul. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.